Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6 (investigation findings, investigation conclusion, type of investigation), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) was not able to confirm the failure. The fse reviewed system logs and noted no errors. The unit passed all functional and safety tests.

Event description:
Na.

Event description:
It was reported that prior to use, the cardiosave intra-aoric balloon pump (iabp) had helium error message and main console is making a low hissing sound. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.